Event description:
End user reports changing wafer every day and a half with one wafer stripping her skin as the wafer was difficult to remove. No medical intervention was required for the skin stripping.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).